Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch select simple meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿522mg/dl¿ with the subject meter. The patient manages their diabetes with insulin ¿ no adjustments, but stated that they increased their dosage of novomix 30 by 20 units as a result of the alleged product issue. The patient stated that an unspecified period of time after the alleged product issue occurred they developed the symptoms of ¿shivering and felt uneasy¿; symptoms which the patient associated with hypoglycemia. The patient self-treated these symptoms by consuming additional food and/or drink. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed testing. The reported issue could not be confirmed; however, an additional issue was observed where the test strips were found to have result below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.